Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding lcd glass. No faded screen or black screen noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 89 mg/dl at the time of the incident. The customer reported the insulin pump was between him and a toolbox. The customer stated the screen started fading, getting gray, the low left got black and the only thing in the screen is the battery icon. The customer¿s current blood glucose level was 102 mg/dl. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.